Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer's blood glucose level was 45mg/dl. The customer's current blood glucose level is 241mg/dl. The customer states treating low levels with lunch. The customer states they will call back to troubleshoot.